Event description:
The surgeon inserted the cq2015a collamer three piece lens on (B)(6) 2012, before discovering that the zonules were damaged. The lens was removed, an ophthalmic ring was implanted and a different type of lens was used. The reporter stated this incident was the result of pre-existing patient condition and not related to the lens.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber. Three piece foldable intraocular lens. (B)(4): evaluation results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).